Event description:
Analysis of the returned handheld was completed. No anomalies associated with the returned x50 serial cable were identified during the analysis. During the analysis, it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. The non-responsiveness from hhd is due to a damaged connector receptacle where the serial data cable normally attaches; receptacle became partially separated from the main pcb with some broken connector pins; most likely associated with wear or excessive cable manipulation. Analysis of the returned flash card was completed and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a company representative was having difficulties to use her programming system. It was reported that the handheld computer was not functioning properly due to a suspected connection issue with the serial cable. The handheld was returned to the manufacturer on (B)(6) 2015. Analysis is underway but it has not been completed to date.